Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via (B)(6) transmission. The patient did not receive therapy. The oversensing was noted on a stored egm. The device was reprogrammed successfully. Patient will be monitored.

Event description:
New information received notes that merlin at home transmission showed non-sustained lead noise due to post-paced t-wave oversensing. The device was reprogrammed in the past but post-paced t-wave oversensing issue remained. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.